Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they cant find my coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." Medical conditions: lab come back positive. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), adverse event ("other symptoms"), pelvic pain ("pain") and pain ("I hurt so bad I dont wanna move"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("labs come back positive but ultrasound shows no baby") and biochemical pregnancy ("labs come back positive but ultrasound shows no baby"). At the time of the report, the device dislocation, weight increased, adverse event, pelvic pain, pain, pregnancy with contraceptive device and biochemical pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered adverse event, biochemical pregnancy, device dislocation, pain, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: it was confirmed blocked. Pregnancy test - on an unknown date: positive. Ultrasound scan - on an unknown date: they cant find my coils, and no baby showed. Concerning the injuries reported in this case, the following one/ones were described in social media : weight increased, pain, pelvic pain, device dislocation, pregnancy with device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. After company internal review the event device ineffective was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they cant find my coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: lab come back positive. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), adverse event ("other symptoms"), pelvic pain ("pain") and pain ("I hurt so bad I dont wanna move"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("labs come back positive but ultrasound shows no baby") and biochemical pregnancy ("labs come back positive but ultrasound shows no baby"). At the time of the report, the device dislocation, weight increased, adverse event, pelvic pain, pain, pregnancy with contraceptive device and biochemical pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered adverse event, biochemical pregnancy, device dislocation, pain, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: it was confirmed blocked. Pregnancy test on an unknown date: positive. Ultrasound scan on an unknown date: they cant find my coils, and no baby showed. Concerning the injuries reported in this case, the following one/ones were described in social media : weight increased, pain, pelvic pain, device dislocation, pregnancy with device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event they cant find my coil, preg test positive/other side effects, I hurt so bad I dont wanna move, pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.